Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a middle of life battery indicator.